Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for a dynamic condylar screw (dcs) plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: sushrut s. Kulkarni and christopher g. Moran (2003), results of dynamic condylar screw for subtrochanteric fractures, injury-international journal of the care of the injured vol. 34(n), pages 117-122 (united kingdom). The aim of this article is to review the results of treating subtrochanteric fractures using the dcs and identify important factors that influence the outcome. Between 1990-1997, a total of 58 patients (27 males and 31 females) with a mean age of 70 years (range, 16-94 years) were included in the study. These patients were treated with dynamic condylar screw (dcs) for subtrochanteric fractures. The mean duration of follow-up was 8 months. The following complications were reported as follows: 3 elderly patients died within 3 months of the surgery (two of chest infections, one of myocardial ischaemia). 1 young patient with multiple injuries died of adult respiratory distress syndrome. 1 elderly patient died before fracture union. 1 patient with renal carcinoma metastases died after 11 months. There were intraoperative problems in four cases including breakage of a lag screw. 2 elderly patients were wheel chair bound and did not have revision surgery despite radiographic non-union (these patients had mild pain.). 12 patients had mild pain an average of 11 months. 2 cases of superficial infection. 1 patient had a deep infection. A (B)(6) patient had a broken screw. A (B)(6) patient had a broken plate. An (B)(6) patient had a broken plate. A (B)(6) patient had a broken plate. An (B)(6) patient had a broken plate. An (B)(6) patient had a broken screw. A (B)(6) patient had a broken plate. An (B)(6) patient had screw pull-out. An (B)(6) patient had a dcs cut-out. A (B)(6) patient had a screw pull-out. An (B)(6) patient had a broken plate. An (B)(6) patient had a screw pull-out. A (B)(6) patient has a broken plate. Intraoperative problem was noted such as poor grip of screw. Intraoperative problem was noted such as a broken lag screw. Intraoperative problem was noted such as excessive bleeding. Intraoperative problem was noted such as an ill-fitting plate. This report is for a dynamic condylar screw (dcs) plate. This is report 7 of 9 for (B)(4). It captures a (B)(6) patient who had a broken plate.